Manufacturer narrative:
No blank display noted. Pump passed self test, sleep current measurement. However, failed high active current measurement. Thump and software were utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was without spec range. In further full review in the pump history found: failed batt test alarm on event date (B)(6) 2025 10:39:54.000, (B)(6) 2025 10:40:07.000, (B)(6) 2025 10:40:42.000. Possible hardware error. Unit was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The unit p-cap / test reservoir locks in place properly and no anomaly noted. The following were noted during visual inspection: unit had scratched case, broken battery tube threads, peeled keypad overlay, missing display window cover, stained keypad overlay, cracked case (battery tube). Blank display not confirmed. However, failed high active current measurement and failed batt test alarms in files history due to hardware error electronic defective. Unable to confirmed battery cap damage due to battery cap not come with unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display and battery cap contacts were damaged. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed. Advised customer to replace the battery cap. No harm requiring medical intervention was reported. No product return is required for mmt-1715kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.